Event description:
The manufacturer received information alleging a patient with a remstar pro c-flex+, w/humsysone60srs, dom device had passed away. There was no allegation that the device contributed to the death. The patient's husband contacted the manufacturer to request a return label. Additional information has been requested to confirm if an event may have caused or contributed to the patient's death. If any additional information is received, a follow-up report will be filed.